Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during the loading process of the cartridge. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer resolved the issue by loading a new cartridge approximately one week ago, and they were advised by technical support to call back if the problem recurs for further troubleshooting.